Manufacturer narrative:
Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom.

Event description:
Patient diagnosed with 3cm x 2cm ulceration in axilla approx. 2 weeks post miradry treatment. The patient was treated with aquaphor.